Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized on december 9, 2020 as they were experiencing low blood glucose level 44 mg/dl which was treated by glucose. Customer was using insulin pump within 48 hours of reported event. Customer stated that insulin pump was not over delivering. Drive support cap was normal. Device will not be returned for analysis.